Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and claudication are listed in the supera instructions for use as known patient effects of peripheral stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on (B)(6) 2016 the procedure was to treat the moderately calcified superficial femoral artery. The vessel was prepared following the instructions for use. A 5.5 x 150 6f supera stent was deployed for treatment. The stent implant was confirmed to be fully apposed to the vessel wall. On (B)(6) 2016 the patient was rehospitalized experiencing claudication/pain in the leg. Angiography revealed restenosis of the supera stent implant. A bypass procedure was performed for treatment. No additional information was provided.